Manufacturer narrative:
Patient information not available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bulkhead connector harness to cpu control board were replaced to resolve the issue.

Event description:
The hospital reported an error that caused a loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no report of patient injury.